Manufacturer narrative:
Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387, lot# j0546668v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387, lot# j0527910v, implanted: (B)(6) 2005, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n269144, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: adapter. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 200, explanted: (B)(6) 2013, product type: extension. Product ID: 64001, lot# n259553, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: adapter. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient was scheduled to have an exploratory revision of the lead on (B)(6) as there was a suspected issue with the lead regarding impedances. It was unknown if an x-ray had been taken. Additional information received reported that they determined that the issue was with the extensions, or possibly the adaptors, on both sides. Impedances on the lead were all fine. When the system was reconnected with new stretch coil extensions impedances were all normal. It was noted that the patient had been implanted when he was nine, and the batteries were in the abdomen but they had chosen not to use the longest extensions possible when they first did the surgery. The physician suspected that the high impedances were due to the growth of the patient, and the possible strain it put on the extension connections. The physician opted to put in the longest extensions this time around. It was noted that the patient was receiving effective therapy. See also MFR. Rep. # 3004209178-2013-11490.